Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. As the customer changed out the supplies, tandem customer technical support was not able to troubleshoot to determine a possible cause of the occlusion. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.